Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that a right heart catheterization was performed for reasons unrelated to the cardiomems device. The sensor pressure readings were compared to the pressures obtained from the catheter during the case and the sensor was recalibrated. The sensor baseline was decreased by 10.9 mmhg.